Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient had high impedances on their left lead. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's left lead extension was explanted and replaced to address the impedances. Therapy was restored post operatively.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead extension found an area approximately 17.2cm from the terminal end of the lead where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The event report stated the patient had a fall prior to the ¿high impedance¿ issue. The fall is the root cause for the high impedances.